Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced a high blood glucose event on (B)(6) 2024. The issue occurred on first day and the insertion site was thigh.therefore, the patient went to emergency room on (B)(6) 2024 with blood glucose of 500 mg/dl and loss of consciousness. During hospitalization, the patient received fluids of insulin intravenously as corrective treatment. The patient stayed in hospital for less than 24 hours. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient city: united arab emirates.